Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. The wire lumen was buckled from the proximal markerband to the distal markerband. Microscopic inspection revealed a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27apr2017. It was reported that balloon leak occurred. A 1.5 mm x 40 mm x 150 cm coyote¿ balloon catheter was advanced to dilate a lesion. However, blood was noted in the inflation lumen and the balloon had leaked. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.